Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the nissen was opened and torqued onto the handpiece. When the surgeon went to use the lcsk5, a solid tone was emitted from the harmonic scalpel generator. The device was re-torqued onto the handpiece with the same result. The test tip was torqued onto the handpiece and an intermittent tone was heard. A new lcsk5 was then opened to complete the procedure without incident. There was no consequence to the pt.